Event description:
A glasscover fell off a monitor, not during operation. When clinical staff entered the operating room in the morning they found that the front glass panel of the arm mounted monitor appeared to have fallen completely off the unit and was smashed to pieces on the floor. This was immediately reported to the local medtech department, and staff took steps to remove the monitor and clear away the debris.